Manufacturer narrative:
Initial

Event description:
It was reported that a customer using an ilet system with an fsl3+ sensor experienced a blood glucose decrease from approximately 150 mg/dl to the 60s mg/dl, confirmed by glucometer at 69 mg/dl for about 15 minutes, after earlier hyperglycemia up to 239 mg/dl likely related to a banana at lunch, activity with yard work, early algorithm adaptation, and subsequent corrections; the customer treated with oral carbohydrates including gummies and juice, and glucose rose to 119 mg/dl. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the customer and analysis of information provided by the user and through synced data. Investigation of this case revealed no specific findings, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.